Manufacturer narrative:
B4:03aug2021. The service provider inspected the device and confirmed the reported issue. The sp replaced the power management board to address the issue, and the unit was returned to use.

Event description:
It was reported that the ventilator's 35 volt power supply was zero and it will not power off. The issue occurred during set up for use. Another unit was brought in. No delay or harm reported. The customer reviewed the ventilator diagnostic logs and found error codes indicating blower stalled, aux alarm supply failed, 35 volt supply failed and backup alarm failed.